Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the ankle. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient was good.